Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense channel that was oversensed and resulted in pacing inhibition. Additional information was received that the rate/sense portion of this lead was surgically capped. The shocking portion remains in service. Also, this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to advisory/recall notice.